Manufacturer narrative:
The lead was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be involved in the patient experiencing phrenic nerve stimulation. This lead dislodged from the heart tissue. Patient was scheduled for lead revision. Lead was modified electrically. Additional information was received. Heart wall perforation was reported. Sales representative clarified that perforation was speculated based on fluoroscopy, however, the lead appeared to have not moved from its initial location. Confirmed that this right ventricular (rv) lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. The next day post revision procedure check and one week follow up all had consistent lead measurements.